Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review it was discovered that the implantable cardioverter defibrillator exhibited noise and rf telemetry issue and no episodes were stored. No intervention was performed because it was determined that it was a telemetry issue, and the patient will continue to be monitored. The patient was in stable condition.